Event description:
It was reported that there was a malfunction with the pump, indicated by malfunction code 12. There was no reported adverse impact to the customer's blood glucose level. The customer had already reset the pump themselves and continued using the pump for insulin therapy.